Event description:
A customer contacted beckman coulter regarding higher than expected ft3 results generated by the unicel dxi 800 access immunoassay system for multiple patients that did not match the patients' other thyroid results. The results were reported out of the lab. Subsequent testing after addition of heterophile blocking agents and on an alternate methodology produced lower results which better matched the patients' clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.